Event description:
It was reported that after a factory reset of the ilet, the user experienced hyperglycemia following a usual meal announcement and coffee, with glucose readings initially around 300 mg/dl and later trending down to the mid-200s; the user uses a teflon inset, 23", 6 mm, and there were no device alerts or alarms reported. Symptoms included hyperglycemia. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no findings available, and there was insufficient information regarding a specific device problem or component involvement. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.